Manufacturer narrative:
Batch review performed on 16 oct 2024. Lot 2106433: 15 items manufactured and released on 27-jul-2021. Expiration date: 2026-07-13. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 2 years and 8 months from medacta primary surgery, revision surgery due to patella bone maltracking that might be caused by malpositioning of the tibial component or by an unknown patella injury. The surgeon removed the tibia component to increase the tibial augments (from 10 to 15mm) and decrease the insert size (from 12 to 10 mm) and performed a tibial tubercle transfer (ttt) to improve the patella tracking. Surgery completed successfully.